Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and removal surgery on (B)(6) 2020 during which the surgeon noted the mesh was somewhat thickened, but he was able to excise and remove it. It was reported that the patient experienced chronic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/15/2022 additional b5 narrative: it was reported that the patient experienced scarring following surgery.